Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used during an unknown procedure performed on (B)(6) 2022. During the procedure, the snare came out of the sheath and the metal was caught on the sheath and the snare quickly retracted inside the sheath. No further information has been obtained despite good faith efforts.